Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously generated differential results by the coulter hmx autoloader for three known oncology patients. All results had instrument generated messages. Two out of the three erroneous results were reported out. Corrected reports were sent out upon manual differentials or sample rerun. Chemotherapy treatment was withheld for one pt. There was no impact to treatment for the other two patients.

Manufacturer narrative:
The samples were collected in 5 ml bd vacutainer tubes, stored at room temperature and were analyzed in primary mode of operation. Controls were run before and after the incident with acceptable results. A field service engineer (fse) was on-site in 2008: fse replaced laser, lens block, scatter sensor, and flow cell. Fse aligned ttm and checked laser. Fse verified repair per established procedures and results meet published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.